Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Evaluation of the incident forceps confirmed mechanical damage to the device. Destructive testing revealed no production issues. The damage is believed to be due to excessive force by the user when plugging/unplugging a cable that did not fit correctly. Additionally, the forceps showed signs of scratches and heavy use that is indicative of the use of an abrasive cleaner. The instructions for use state to connect forceps properly to the correct cable. Do not use aggressive/abrasive cleaners.

Event description:
The customer reported that after reprocessing the forceps, the silver ring on the end of the forcep slid down and the forcep cable could not be attached. A new forcep had to be obtained and there was a delay in the procedure of more than 30 minutes.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.